Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed, 3.5mmx16mm, target lesion was located in the left anterior descending artery. A 16 x 3.50mm promus premier drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent dislodged and was captured with a snare. The procedure was completed with another of the same device. There were no patient complications and the patient condition following the procedure was stable.

Manufacturer narrative:
E1 initial reporter facility name: ((B)(6) hospital). Device is a combination product. Device evaluated by MFR: a promus premier device was returned for analysis without the manifold. A visual examination of the stent found that the stent was damaged the whole length, stent struts stretched proximally 20 mm from the proximal end of the proximal markerband and the stent moved on balloon proximally leaving half of the balloon exposed from mid-section to the distal end. The distance between the distal to proximal markerbands was measured and the result was within the maximum crimped stent length measurement. The balloon body was reviewed; and balloon wings appeared relaxed with half of the balloon exposed from mid-section to the distal end. A visual examination of the tip showed no signs of damage. A visual and tactile examination found that the hypotube was broken at break at 1434 mm from the distal end of the tip. The manifold was missing, per the catheter length specification per the product specification. Hypotube kinks along several locations of the hypotube shaft were also observed. The type of damages that were noted on the hypotube shaft most likely occurred due to handling post procedure. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the left anterior descending artery. A 16 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent was dislodged and was captured with a snare. The procedure was completed with another of the same device. There were no patient complications and the patient was stable.